Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd; implanted (B)(6) 2016; 407652 lead; implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited rapid battery depletion due to the left ventricular (lv) lead exhibiting high thresholds. The lv lead thresholds had been rising and the lead was programmed off. The lv lead and the crt-d were later explanted and replaced. No patient complications have been reported as a result of this event.